Manufacturer narrative:
(B)(4). A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications.per the gore® excluder® aaa endoprosthesis instructions for use (IFU), gore recommends that the gore excluderr aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 ¿ 21% oversizing). The aortic endoprosthesis diameter was undersized relative to the patient¿s anatomy.

Event description:
On (B)(6) 2005, the patient was implanted with two gore® excluder® aaa endoprostheses (pxt261416/03760624 and pxc141200/03777212) to treat an abdominal aortic aneurysm. The patient was reportedly lost to follow-up after the procedure. On an unknown date, computed tomography scan revealed that the graft system had migrated more than 7 cm distally into the aneurysm sac. The physician indicated that the distal migration was caused by the trunk-ipsilateral component being undersized. The patient¿s proximal aortic neck reportedly measured 28 mm in diameter at the lowest renal artery. On (B)(6) 2014, the physician implanted two additional excluder components to extend the stent graft system proximally. The aneurysm was successfully excluded, and the patient tolerated the procedure.